Manufacturer narrative:
A service engineer (se) inspected the device and replaced the proportional solenoid (psol) valve. The unit passed testing and operated within the manufacturing specifications. Should the replaced component be returned to the manufacturing site, an additional evaluation will be performed and a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, in order to change the position of the oxygen resistant hose, the hose was removed and reinserted from an oxygen cylinder to an oxygen wall source. The 840 ventilator then generated an alarm and ventilation stopped. The graphical user interface (gui) displayed "equipment disabled state". The ventilator generated an error code which rendered the unit inoperable. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.